Event description:
It was reported that upon deployment of the filter, it was noted that the legs were crossed. The doctor removed the filter and attempted to implant a new filter. The legs of the second filter were crossed upon deployment. This filter was removed and a competitor's product was placed. Pt is fine.